Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. During the evaluation, the upstream sensor had low fluid numbers due to damage observed on the upstream sensor. Low ultrasonic readings make the device more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message in the oncology care area. Any patient involvement, injury or medical intervention is unknown.